Event description:
Healthcare professional reported right side "capsular contracture baker grade iii right side","the presence of right breast prosthetic implant is visualized, located in front of the pectoral muscle, with some undulation and folds, without signs of intra or extracapsular rupture". Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii right side","the presence of right breast prosthetic implant is visualized, located in front of the pectoral muscle, with some undulation and folds, without signs of intra or extracapsular rupture". Device remains implanted.